Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the relion® insulin syringe scale markings were found to be "off" during use compared to other syringes in the box. The following information was provided by the initial reporter: "finding the scale markings to be off comparing to other syringes in box."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for scale marking defective.

Event description:
It was reported that the relion® insulin syringe scale markings were found to be "off" during use compared to other syringes in the box.. The following information was provided by the initial reporter: "finding the scale markings to be off comparing to other syringes in box.".